Event description:
The customer reports that the presentation state is not displaying when related priors setting is in place. There was no reported patient injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).